Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "lobulated contours, peri-implant, amorphous, echogenic material, with posterior acoustic reinforcement and may be related to extracapsular extravasation," and "rupture signals." The device remains implanted.